Manufacturer narrative:
(B)(4). The component was returned and evaluated by the supplier. A review of quality records for both the component and finished good found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found that the pressure sensor and case were missing. The catheter material and internal wires were stretched and broken. Due to the condition of the valve as it was received, no functional testing was possible. While a conclusive determination could not be made, based on the information available it is likely that mishandling of the catheter contributed to the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, follow-up report will be submitted.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a microsensor stopped working a day after being implanted. Another sensor was used to complete the procedure. It will be returned.